Event description:
Customer's son alleged the lancet needle will not retract in the softclix lancing device. Son reported no accidental stick with a lancet. A request was made for the return of the suspect device and replacement product was sent.